Manufacturer narrative:
The precipitation (crystallization) the customer noted in the reagent is due to the very small (capillary) gap between the chimney and the bottleneck itself. Crystals become visible when the reagent dries in the capillary gap (evaporation) and becomes even more pronounced with increasing on-board time of the cassette. This issue does not affect reagent performance and did not contribute to this event. Further investigation could not be performed as additional information was requested but not provided for further investigation. A specific root cause could not be identified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Code-device subassembly-rinse assembly.

Event description:
The customer received questionable results for calcium gen.2 (ca) on two patient samples. All results are in mg/dl. The customer had observed precipitation in the reagent lid of the cassette bottle b, and believes this precipitation may be affecting the reagent performance. Routine qc before the samples were run was initially out of range, but was repeated prior to testing and was in range. Since the problem was discovered, the customer has been unable to get a successful calibration on the ca assay. The customer has replaced both reagent probes, replaced the sample probe and replaced the ca reagent cassette. The calibration failures persisted. Patient 1 had an initial ca result of 6.5, accompanied by a data flag. This initial result was reported outside of the laboratory. The original sample was poured into a sample cup and repeated on the same analyzer. The repeat ca result was 9.2. The repeat result was deemed to be the correct result and a corrected report was issued. There was no adverse event. Patient 2 had an initial ca result of 6.8, accompanied by a data flag. This initial result was reported outside of the laboratory. The original sample was poured into a sample cup and repeated on the same analyzer. The repeat ca result was 10.1. The repeat result was deemed to be the correct result and a corrected report was issued. There was no adverse event. The lot number of the ca reagent in use was 67213601, with an expiration date of 11/30/2013. The field service representative found the reagent probe external wash, internal wash, cell rinse level and air pump levels were off/misadjusted. He adjusted the internal/external probe wash, as well as the cell rinse level and air pump. He performed precision testing, which passed. The customer performed qc, which met laboratory specifications.